Event description:
During a partial gastrectomy procedure, the load locked when fired. There was no pt consequence. During analysis, the cartridge had 17 drivers up scattered, and the remaining drivers down with staples present, two of which were malformed.